Manufacturer narrative:
Block b3: exact date unknown, event occurred seven months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced an inadequate stimulation, and the implanted pulse generator (ipg) had migrated. The patient also experienced pain at the ipg site. All components were explanted and discarded per hospital policy.